Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic area") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6)1997, (B)(6)2013, 04nov)). On (B)(6)2014, the patient had essure inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal infection") and incontinence ("bladder or urinary problems or changes incontinence"). In june 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (utis and yeast infections)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal) spotted for 3 weeks and off for 1 week"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), hypoaesthesia ("neurological conditions or problems type: numbness"), paraesthesia ("neurological conditions or problems type : tingling in the legs and feet causing falls"), muscular weakness ("neurological conditions or problems type: weakness in the legs and feet causing falls") and amnesia ("neurological conditions or problems type: memory loss"). In august 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6)2017, 3 years 7 months after insertion of essure, the patient experienced anaemia ("blood or heart disorder/condition type: anemic/anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (utis and yeast infections)") with vaginal discharge, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vulvovaginal pain ("vaginal pain/vaginal canal pain"). The patient was treated with phenazopyridine hydrochloride (azo-100), paracetamol (tylenol) and surgery (to remove the essure, oophorectomy (bilateral removal of ovaries), salpingectomy). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, abdominal pain upper, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, hot flush, hypoaesthesia, paraesthesia, muscular weakness, vaginal infection and vulvovaginal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, anaemia, nausea, amnesia, ovarian cyst and incontinence outcome was unknown. The reporter considered abdominal pain upper, amnesia, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypoaesthesia, incontinence, menorrhagia, migraine, muscular weakness, nausea, ovarian cyst, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery. Plaintiff claim that essure worsened a previously existing injury/condition. Discrepancy in essure explant date, also reported as (B)(6)2017 most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: consumer address updated. Events: abnormal bleeding (vaginal, menorrhagia), anemic, hot flashes, nausea, numbness, tingling and weakness in the legs and feet causing falls, memory loss, ovarian cysts, vaginal infection, incontinence were added. Surgery: salpingectomy, oophorectomy added. Event onset date and outcome updated. Treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2013, 04nov). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (utis and yeast infections)") with vaginal discharge, urinary tract infection ("infection (bladder/ urinary tract/vaginal) (utis and yeast infections)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the abdominal pain upper, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain upper, device monitoring procedure not performed were added. Reporter, patient demographic information added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.